Event description:
Olympus was informed that the esg-400 electrosurgical generator issued error message e433 during installation. No patient or procedure was involved.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical systems india (omsi) (returned to omsi on (B)(6) 2022. During the evaluation at omsi, the occurrence of error message e433 was confirmed and traced back to a defective hvps board. Thus, this incident can be attributed to component failure. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. Furthermore, damage to the front panel and housing of the generator was determined, which however, does not impair the electrical functionality of the device or the patient¿s and user¿s safety. There is also no causal relationship with the reported error message. A manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.